Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ was used during an abdominal aortic aneurysm repair procedure performed via left arm brachial access on (B)(6) 2017. According to the complainant, during the procedure, the jagwire was advanced into the abdominal aorta via femoral access sheath. The physician advanced a snare into the brachial access sheath and snared the jagwire to pull the wire out of the brachial sheath. Reportedly, the hydrophilic tip of the jagwire came off which was recovered inside the hub of the brachial sheath. The procedure was completed with a second jagwire. Additionally, the directions for use indicate "the jagwire high performance guidewire is indicated for use in selective cannulation of the biliary ducts including, but not limited to the common bile, cystic, right and left hepatic ducts. The jagwire high performance guidewire is designed to be used during endoscopic biliary procedures for catheter introduction and exchanges. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.